Manufacturer narrative:
F10 / h6 : component code - corrected. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the devices performed as intended. The reported issue patient vessel dissection is a known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the subject retriever was used during thrombectomy procedure for a clot in the left m2 branch on (B)(6) 2020 and vessel dissection occurred related to the subject retriever. 2 passes were performed using the subject retriever and 1 pass was performed using non-stryker retriever. The final tici (thrombolysis in cerebral infarction score) of 2b. Hemorrhage was not observed in the mir scan 24 hours post procedure. There were no clinical consequences reported due to this event. No additional information was provided.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that the subject retriever was used during thrombectomy procedure for a clot in the left m2 branch on (B)(6) 2020 and vessel dissection occurred related to the subject retriever. 2 passes were performed using the subject retriever and 1 pass was performed using non-stryker retriever. The final tici (thrombolysis in cerebral infarction score) of 2b. Hemorrhage was not observed in the mir scan 24 hours post procedure. There were no clinical consequences reported due to this event. No additional information was provided.